Event description:
On (B)(6) 2011, pt reported, the down button on the infusion device was not functioning properly. The down button had become more difficult to use over the past few weeks and then stopped responding entirely. Pt has used this infusion device for 2-3 years and boluses 3-4 times per day. The down button pops up after it is pressed. Infusion device was replaced and requested for eval. Pt switched to his backup infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.